Event description:
As reported by the edwards lifesciences affiliate in spain, edwards received notification of an sapien m3 valve in mitral position where during pigtail insertion into the center of the dock, the patient developed ventricular tachycardia and required two defibrillation shocks. The pigtail appeared to become entangled in the chordae, which was considered a contributing factor to the electrophysiological event. The pigtail was removed, the wire was repositioned, and the procedure continued with valve deployment. The patient remained hemodynamically stable throughout the procedure, and both the valve and dock were stable and positioned appropriately. Post-procedure imaging identified a papillary muscle rupture. The physician reported that the rupture did not affect or interact with the implanted valve and expressed no clinical concern regarding the finding. No intervention was reported for the papillary muscle rupture. The procedure was completed successfully, and the patient remained in stable condition following implantation.

Manufacturer narrative:
D4: UDI would not fit in field. (B)(4). E1: phone number format would not work in the field. (B)(6) the manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.